Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarm occurred since (B)(6) 2016 during basal delivery and bolus. The customers blood glucose (bg) level was impacted the highest was (300 mg/dl). The customer took boluses via the pump to stabilize bg level. Reportedly, the customer would change out supplies when the occlusion alarms would occurred. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.